Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to customer's blood glucose level. Consequently, the customer arranged for the return of the malfunctioning pump and expected a replacement with a new one identified by a different serial number. No further information about additional corrective actions or outcomes was provided.